Event description:
On (B)(6) 2012 customer reported that the cartridge chemistry sample syringe valve was leaking customer stated that less than 10 ml of fluid leaked. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and noted that the t-valve was leaking. Fse removed and replaced the t-valve. This resolved the issue. The service activity performed was verified to meet the specified requirements per established procedures.

Manufacturer narrative:
(B)(4).